Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the subject presented with an acute myocardial infarction of the mid left anterior descending (lad) artery and after predilatation with a 2.5 x 12 mm trek balloon dilatation catheter (bdc) at 8 atmosphere (atm) was treated with a 3.5 x 23 mm xience xpedition stent at 16 atm for 32 seconds. No post-dilatation was performed. The subject was discharged from the cath lab at 12:05 pm, however, returned at 12:52 pm with complaints of chest pain and EKG changes. Intravascular ultrasound (ivus) revealed mid stent thrombosis which was treated with aspiration and dilatation with a 4.0 x 15 mm and 4.5 x 12 mm non-abbott bdc. The subject was on angiomax during the first procedure followed by antiplatlet medication of virlenta. After the second procedure the subject was given reopro medication. It was noted by the physician that no dissection was seen and that it was possible the lack of antiplatlet medication during the stop of the angiomax and the start of the verlenta may have contributed to the thrombus. The subject was discharged from the cath lab in good condition. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.